Event description:
Procedure: vats bullectomy. According to the reporter: used the stapler twice for transecting the bulla. Some hours post op, the patient complained and an air leak was confirmed by x-ray. The next day, a re-operation was done. The second staple line was opened so the area was manually sutured. The surgeon acknowledges that some part of tissue was hard.

Manufacturer narrative:
Date initial report sent: 12/19/2007.